Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 2 infusion set cannula kinked event on 01-april-2024 after 3 hours of insertion.insertion site was abdomen. Customer regularly rotate site location. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.